Manufacturer narrative:
On 09th october 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor showed no malfunction. A review of in-vivo data indicated optical instability across all the sensing areas, which may have contributed to the discrepancies between sensor glucose and blood glucose values reported by the user. Overall, the returned product analysis did not identify any functional issues with the sensor. The observed performance concerns therefore may be attributable to the in vivo hydrogel condition, which could not be replicated under laboratory testing conditions, and the root cause could not be definitively determined. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 23 jan 2026. G3.date received by the manufacturer? 23 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.